Event description:
It was reported post-op a laparoscopic adjustable gastric band procedure, the patient felt no restriction. It was suspected that there was a kink in the tubing and a possible leak in the tubing or port. A test was performed for leaks by injecting methylene blue through the port and the tubing, testing the first visible portion of the tubing and no visible leak was detected. The decision was made to remove and replace the port. The patient is currently fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.